Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device. Customer contact was provided either insulin, glucagon, and/or another medicine by a non-professional for the treatment. No further information was provided. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device. Customer contact was provided either insulin, glucagon, and/or another medicine by a non-professional for the treatment. No further information was provided. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Sections g3, h2, h3, h4, h6, and h10 were updated to reflect the investigation present at the time of the initial report submission.